Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# v521988, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer's family member reported that the patient was not feeling stimulation and the therapy was not on. There was a loss of therapy and symptoms returned. There was no stim or therapy relief for a year. They last saw the health care professional 1.5 years ago. The implantable neurostimulator was reprogrammed and there was no mention of battery depletion. The patient was not able to connect to the implantable neurostimulator with the patient programmer on (B)(6) 2015. Additional information from the consumer initially reported that there was nothing done to resolve her issues. It was noted that she would have had to go back in surgery and have the doctor find out when the battery was operating and it was refigured the device was not working. The patient was exploring other options. She was very disappointed but hopeful. Further information from the consumer reported that after she had the device recalibrated at the doctor's office a number of months ago, the battery was working properly but the urgency of the bladder continued. The patient no longer used the device which was implanted in her and remained disappointed. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event. Follow up information was received and the event was updated. If additional information is received, a follow up report will be sent.